Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical notes dated were reviewed and identified patient had a superficial opening in the wound with serous drainage. The patient have had small areas of splitting suture in his groin crease but no purulent drainage and no erythema. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00875705602, lot number:63055854, brand name: acetabular shell. Catalog number:00877503602, lot number:2791357, brand name: biolox delta head. Catalog number:00771100920, lot number:61610014, brand name: femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02889, 0001822565-2019-02892, 0001822565-2019-02893. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a superficial opening in the wound with serous drainage post implantation . No redness, irritation, or signs of infection were noted. The wound was closed and redressed without further complication. Attempts have been made and additional information on the reported event is unavailable.